Event description:
It was reported that on (B)(6) 2024, there was a difference in the tm number on the outer and inner packing of the suture. Additionally, the suture was not smooth. No further details were provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/8/2024 h6 component code: g07002 no device returned h6 component code: c22 - photo analysis additional information: h6 h3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a foil packaging and single barrier folder with product code nw2670 and a different tm number on the outer and inner packaging of the suture. The numbers mentioned on foil packaging and single barrier folder are not the product lot/batch numbers and there is no product mix-up. Vicryl* (nw2670 lot t3034): preliminary investigation performed through artwork verification revealed that this product was manufactured and released at ethicon aurangabad in 09/2023. Data source for this verification was approved artwork and associated batch records. Visual comparison of complaint sample photograph as well as product artwork indicated that both the primary and secondary packaging material are genuine and were manufactured at ethicon aurangabad facility respectively. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed and no deviation was observed. Finished goods were released as per established procedures. Review of label artworks: label artworks for product code nw2670 were reviewed, and it was identified that artworks for single barrier folder and foil were subjected to revision in line with continual improvement program. Artwork version numbers for single barrier folder and foil cannot be a same as both follow different sequential label artwork and change management process. These changes were approved, executed, and implemented according to established change management process at ethicon aurangabad site. From the above analysis, it is concluded that the product is genuine and there is no indication of incorrect components in the marketed product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.